Manufacturer narrative:
Follow-up # 1, date of submission: (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: a review of the pump black box data showed that there were no pump reboots observed that indicated a loss of power or no power. Therefore the investigation was unable to duplicate the no power complaint. The pump was run on a 24 hour basal program with no intermittent power or reboot occurrences. During visual inspection, it was observed that the battery compartment was cracked on the side from the threads traveling down along the side of the bumper toward the case seal. There was also a crack on the side of the battery compartment at the case seal and below the bumper at the case seal. The pump was opened and an inspection was performed on the power circuit with no defects found and no moisture found internally.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.